Event description:
Thoracentesis catheter placed through needle. Catheter pulled out while needle in place, shearing off catheter. Thoracoscopic surgery, with minimal opening, required to retrieve catheter.